Manufacturer narrative:
One fast-cath¿ transseptal guiding introducer swartz¿ sl transseptal series, sl1¿ 8.5f was received for investigation. The reported event of catheter insertion difficulty could not be confirmed. The sheath hemostasis cap inside diameter measurement was within specifications and no anomalies were noted when the returned dilator was inserted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty remains unknown.

Event description:
During the procedure, it was difficult to insert the catheter into the sheath. The sheath was exchanged in order to complete the procedure. There were no adverse consequences to the patient. A second access site was needed due to the device malfunction.